Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported field event of a visual anomaly in the atrial port was confirmed in the laboratory. Visual inspection noted the atrial port was cloudy after the atip connector block and was due to a manufacturing anomaly.

Event description:
It was reported that during the implant procedure, white powder was observed in the atrial port. Another device was successfully implanted with no further issues.